Event description:
It was further reported that the company representative spoke to the clinic and determined that no one had seen the patient. The patient had since been referred to a different pain clinic. Additional information was requested, if received, a follow up report would be sent.

Event description:
It was reported that a patient¿s spinal cord stimulation (scs) ¿device wasn¿t working¿ and noted that the patient told the healthcare professional (hcp) this in (B)(6). It was noted that the hcp wanted to be put in touch with a manufacturer¿s representative. It was noted that the patient¿s information was provided but the patient was not found in the database. Device information was requested but not available at the time of this report. Additional information received reported that the patient¿s issue had been resolved by reprogramming performed by a manufacturer¿s representative, and that ¿there was no need to follow up with anybody.¿ it was noted that the hcp did not have the serial numbers on file and the caller sounded agitated by the questioning. It was noted that the manufacturer¿s representative would be contacted for further information.

Manufacturer narrative:
(B)(4).